Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on despite trying multiple batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device will not power on despite trying multiple batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was not able to verify or duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device and this device was archived by stryker.